Manufacturer narrative:
Article citation: caputo gg, alban a, d'alì l, mariuzzi l, galvano f, parodi pc. Locally advanced breast implant-associated anaplastic large-cell lymphoma: a combined medical-surgical approach. Eur rev med pharmacol sci. 2021 may;25(9):3483-3488. Doi: 10.26355/eurrev_202105_25830. Pmid: 34002822. (B)(4). Device reported as allergan macro-textured implant. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: bia alcl.

Event description:
Journal article " locally advanced breast implant-associated anaplastic large-cell lymphoma: a combined medical-surgical approach" reported "patient affected by a locally advanced bia-alcl which infiltrated the thoracic wall." Hcp reported markers cd45, cd4, cd30, and mum1/irf4. Hcp additionally reported pathology "negative for pan-cytokeratin stain (ckae1/ae3), melanoma markers, and alk-1, cd20, cd21, cd3, cd5 and cd8. A diagnosis of bia-alcl was made based on the clinical data, morphology, and immunophenotyped. Events of heart failure with double basal pleural effusion were reported and per medical review deemed not related to the device. This record is related to the left side. Device has been explanted.